Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: model: 5076-52, implantable pacing lead; implant: (B)(6) 2006. (B)(4).

Event description:
It was reported that a patients implantable pulse generator (ipg) was not recording atrial fibrillation (af) episodes. The device remains in use and no patient complications have been reported as a result of this event.